Manufacturer narrative:
Technician swapped the rental bed for repair. No further information available on the repair at this time.

Event description:
Technician alleged that the head of the bed will not go up. No pt impact.